Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 13-may-2022, it was reported that the patient had issues with sets not sticking and it resulted in high blood glucose levels. Consequently, on 06-may-2022, she experienced confusion and altered vision, so she visited in the emergency room and was admitted in the hospital. At the time of admission, her blood glucose level was 1000 mg/dl, and she was tested positive for ketones. During hospitalization she was administered intravenous insulin drip as corrective treatment. Currently, her blood glucose level was 116 mg/dl. No further information available.